Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9000 system initially failed to boot up. After rebooting the system, the unit functioned normally. It was also reported that the unit shut down while trying to take a film shot. No patient injury reported.